Event description:
Medtronic received information that approximately five years, two months following the implant of this transcatheter bioprosthetic valve, and echocardiogram was performed and showed severe aortic stenosis. The cardiologist referred the patient to the valve clinic for potential surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received approximately five years, four months, three weeks following valve implant, that no treatment was provided to date. No adverse patient effects were reported.

Manufacturer narrative:
Additional data: b5, h6 - annex b, annex c, annex d product analysis: the review of manufacturing records (DHR) of valve with serial number (B)(6) confirmed that no anomalies were related to the tissue valve, documentation shown that all processes were carried out to documented manufacturing procedures, additionally all inspection criteria were met. Materials used were as per the requirements of the DHR. A non-conforming material record (ncmr) was identified; however, the material was disposed as non-discrepant and was released accordingly. DHR review did not show any deviations in the manufacturing process. The device remains implanted, therefore no product analysis can be performed. Conclusion: stenosis is a known potential adverse effect per the device instructions for use (IFU). Stenosis of bioprosthetic valves could be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction). Several factors could contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. A conclusive root cause could not be determined. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.